Manufacturer narrative:
Article citation: gillmann, kevin et al. "Bilateral xen stent implantation: a long-term prospective study of the difference in outcomes between first-operated and fellow eyes," journal of glaucoma, april 24, 2020. (Pages 1-24). (B)(4). The author is unable to provide allergan further information regarding event, product, or patient details. The events of endophthalmitis, bleb-related issues, glaucoma progression, hemorrhage, and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "bilateral xen stent implantation: a long-term prospective study of the difference in outcomes between first-operated and fellow eyes" noted the serious adverse events with a xen 45 gel stent of 10 eyes underwent further glaucoma procedures and were excluded from analyses, 2 eyes (2.7%) experienced blood in tube early within the first month, 1 eye (1.4%) experienced macular hemorrhage after 6 months of implant, 1 eye (1.4%) experienced late onset endophthalmitis after 6 months of implant, and 1 eye (1.4%) required an incisional bleb revision after 6 months of implant. These events occurred in a population of 74 eyes. The patients received a standard gel stent implantation procedure with mitomycin c and postoperatively were prescribed tobramycin and dexamethasone. In inflammation prone eyes, topical nepafenac was also used.